Event description:
(B)(6) had pain in his left arm from wear and tear over a lifetime of work. His orthopedic surgeon placed exactech's equinoxe shoulder system implant on (B)(6) 2022, to supposedly relieve pain and increase range of motion and use of his left arm. In reading through the information provided in the brochure about this implant, this type of shoulder system implant had a life expectancy of 10-15 years. With the first implant (B)(6) experienced grinding noises, worsening and intense pain, decreased range of motion with excruciating pain due to repetitive dislocation. After the initial defective implant was removed, the second equinoxe implant surgery was performed on (B)(6) 2023, with a longer bone implant. (B)(6) experienced similar symptoms with the second implant, including grinding noises, worsening pain and decreased range of motion, followed by severe dislocation after a slight fall in (B)(6) 2024. This became an emergency surgery in which (B)(6) was referred to another orthopedic surgeon, so that the procedure could be performed quickly on (B)(6) 2024. The 2nd equinoxe device was removed at that time and an exactech antibiotic spacer was implanted to rectify the situation. Following this surgery, (B)(6) had to deal with 3 wound vacs due to large amount of bloody discharge. Staples were removed, which led to an open wound and frequent dressing changes with large amounts of continuous, purulent drainage. Two IV antibiotics were given 3 times a day. Surgery was performed again on (B)(6), after an infection broke through the wound site, to clean and debride the wound and place 2nd exactech antibiotic spacer. IV antibiotics were continued, and the wound appeared to be healing. Another hospitalization occurred (B)(6) 2024, due to 25 lbs of water weight gain in less than a week from heart failure, related to fluid overload from the surgeries performed between (B)(6) and the continuous IV antibiotics that were given. Infection broke through again on (B)(6) 2025, and an emergency surgery was performed with 3rd exactech antibiotic spacer placed. Again, (B)(6) had to deal with pain, infection, constant care, and 16 weeks of IV antibiotics. After the surgery performed in (B)(6), another 6 weeks of a different antibiotic was started. This led to constant abdominal pain and diarrhea from new antibiotic. A second antibiotic was started to relieve the debilitating symptoms. (B)(6) suffered through 3 years' worth of disability in his left arm, decreased range of motion, constant pain and suffering, frequent hospitalizations and surgeries as a result of the original equinoxe shoulder system implant. One more surgery is expected to implant a different shoulder device system, when and if the wound is properly healed. Model #: 320-38-00, serial #: (B)(6). All of this information would be obtained through medical records. Referencing report mw5166194.